Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced heating at the pump site during an MRI procedure and that tissue was ¿tender for a while afterwards.¿ the device system was used to deliver morphine.